Manufacturer narrative:
Continuation of d10: product ID 97755-s ,serial# (B)(6), product type recharger. Analysis of the recharger, model 97755-s, (B)(6) found complaint unverified - no issues with finding or charging. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported patient had been having implantable neurostimulator (ins) charging difficulties for probably about a week. Caller stated they had been getting error messages on the controller, including software problem and poor recharge quality. Caller said they had tried resetting the controller and the software problem message was cleared, and has not come up again. Caller denied any recent falls or trauma to the area of the implant. Caller inspected recharger cord/plug and controller port, but did not see any damage. Caller mentioned the last time patient tried to charge the implant, the paddle got really hot. Caller confirmed patient did not receive any physical burns from the paddle. Caller attempted to start a recharge session, but reported poor recharge quality. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6), product type recharger. Was returned and the analysis results shows that the complaint was unable to be verified. No anomalies were visually observed. High reading 100. Low reading 100. Found no issues with finding or charging ins. Past final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.